Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ECG board was removed and returned. The ECG board was put through extensive testing without duplicating the malfunction. The customer's report was observed in a photograph of the display provided by the customer. The ECG board was scrapped. Analysis for reports of this type has not identified an increase in trend.